Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device was overdischarged. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. On the day prior to report a physician mode recharge (pmr) was performed with the recharger and the device started to work again. After 8 hours from the fully charged status the device went into overdischarge again and a pmr was performed again with the same result. The issue was not resolved at the time of report. Surgical intervention was scheduled for (B)(6) 2017.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the cause of the overdischarge was not determined. The patient only experienced stopped therapy and stopped paresthesia. The patient felt pain again because of the stopped therapy.

Manufacturer narrative:
Analysis found the ins was at reduced capacity due to overdischarge. Analysis indicated that the battery had a total of three overdischarges. If information is provided in the future, a supplemental report will be issued.